Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue a trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8015 sn: (B)(4) customer stated that when he powered up the 8015 the screen was red and it said system error. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he had a small screen and that the small screens are not supported however I explain to the customer that the error he was getting is a indication that the you need to replace the logic board. I also explain to the customer that we may have the logic board for the small screen 4.7 but we may not due to that the 4.7 are not supported. The customer said ok I understand. I also give the customer the part number for the logic board. I asked the customer did he want me to transfer him to com for pricing for the logic board and the customer said no and said thank for the help and ended the call. See case notes about serial number to 8015.